Event description:
It was reported that a patient was experiencing increased seizures. No additional information has been received to date.

Manufacturer narrative:
Implant date, corrected data: incorrect implant date inadvertently provided in initial report.